Manufacturer narrative:
Note regarding h1 (mandates) field: the esubmitter system requires a selection in field h1. Although this submission is part of a routine periodic safety report and no FDA-mandated reporting requirement is specifically applicable, the field was populated with "serious injury"" solely to satisfy system validation requirements. Case reference number (B)(4) is a spontaneous report received from a non-healthcare professional, on (B)(6) 2024, concerning a 37-year-old male patient scheduled to have grafts implanted. However, one of 144 epicel grafts had cells which were scalloping. Cells were pulled away from titanium clips (pt: product quality issue). On (B)(6) 2024, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012, 3t3 residual assay qc2-136), environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left, bsc hood surface, settling plate - left and right, sleeve - left and right)) were performed. All results were reported as ''pass''. The patient's medical history and concomitant medication details were not reported. On (B)(6) 2024, one of 144 epicel grafts was found with cells which were scalloping and which were pulled away from titanium clips (pt: product quality issue). On the same date, the patient received epicel grafts (cultured epidermal autografts, lot number: ee03329, expiration date: 12-sep-2024) for a 30% total body surface area (tbsa) burns. At the time of the report, the outcome of the event was unknown. Additional information was received on 16-sep-2024 and (B)(6) 2024 and processed with the initial. No further information was provided. Company comment: vericel has assessed product quality issue as non-serious, possibly related and expected per convention. The case does not qualify as an MDR, nor as a 15-day-report.

Event description:
One graft where the cells were scalloping when opened / cells were pulled away from titanium clips [product quality issue].